Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing was detached from the connector in 5-7 same type of infusion sets between (B)(6) 2022 to (B)(6) 2022. The blood glucose level of the patient was 280-350 mg/dl for all events and all infusion sets were been used for two days. The patient replaced the infusion set and insulin was resumed successfully no further information was available.